Event description:
Customer reported to beckman coulter, inc (bec) that they found blood and diluent liquid inside the coulter lh 750 slidemaker (lh 750 slidemaker). Customer reported that the lh 750 slidemaker was giving tank not full errors. Customer reported that the fluid was contained inside the instrument and no fluid spilled onto the countertop. Customer reported that the volume of the leak was 5 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the diluent reservoir was not full and the rinse block was not draining and overflowing. The fse found the blood overflow was contained inside the instrument. The fse cleaned the vacuum pathway at valves vl 31 and 28b.

Manufacturer narrative:
(B)(4).